Manufacturer narrative:
Neurostimulator model 7426, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 748240, serial # (B)(4), implanted: (B)(6) 2006, explanted: na; extension model 748240, serial # (B)(4), implanted: (B)(6) 2006, explanted: na; lead model 3389-40, lot # v005943, implanted: (B)(6) 2006, explanted: na; lead model 3389-40, lot # v005943, implanted: (B)(6) 2006, explanted: na; programmer model 7438, serial # (B)(4).

Event description:
It was reported that the patient experienced nausea, vomiting and burning behind the ear while stimulation was turned on after falling on her device and the left side of her chest in the middle of (B)(6). The patient also experienced problems speaking. It was later reported that the patient saw her hcp in early (B)(6), and the patient stated the hcp said she had a short, and that the hcp programmed around the electrode. When the implant was turned on the patient felt a burning sensation on her neck and chest. Two weeks later the patient noticed redness over the implantable neurostimulator (ins) that disappeared when the implant was turned of. It was reported that the patient had an appointment scheduled with her hcp or a manufacturer representative for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.